Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the ilet experienced elevated blood glucose after breakfast while starting chemotherapy and olanzapine, with a fingerstick value of 285 mg/dl; the user declined an immediate infusion site change and chose to monitor for correction, later reporting that glucose began to trend down and requesting education on medication effects. Symptoms included hyperglycemia with no associated symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the medical device problem could not be characterized due to insufficient information, and no specific device component could be implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.